Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were difficult to operate and unable to prime. The following information was provided by the initial reporter : the consumer stated that the needle at the non patient end will not go into the insulin pen and that the insulin does not come through during priming. The consumer does not re-use. Date of event : unknown. Samples : discarded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were difficult to operate and unable to prime. The following information was provided by the initial reporter : the consumer stated that the needle at the non patient end will not go into the insulin pen and that the insulin does not come through during priming. The consumer does not re-use. Date of event : unknown. Samples : discarded.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were difficult to operate and unable to prime. The following information was provided by the initial reporter : the consumer stated that the needle at the non patient end will not go into the insulin pen and that the insulin does not come through during priming. The consumer does not re-use. Date of event : unknown; samples : discarded.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.